Manufacturer narrative:
Additional information: medtronic received information that the reported issue was resolved following re-calibration. The reported issue was reviewed by medtronic software engineers. It was reported that the issue was found to not have followed protocol as the information for calibration was not available.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. To restore functionality, the application software was upgraded.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the issue could be replicated.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system restarted without prompt from the user. The reported issue occurred while installing tool cards onto the navigation system after the user entered the cranial application software and pressed the footswitch when verifying a microscope navigation procedure. There was no patient present when this issue was identified. No additional information was provided.